Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing separated from the cartridge. Reportedly, the tubing was pulled out of the cartridge due to the pump "flying off of the customer while he was running". Blood glucose was 63 mg/dl. A new cartridge was successfully loaded to address the event.